Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced possible under/over delivery anomaly and history anomaly. The customer's blood glucose value was unknown. The customer stated that her pump was not delivering the correct amount of insulin and it is not recording. The customer stated that the pump was disconnected during rewind/prime. The customer stated that the pump passed displacement test. The product was returned for analysis.